Manufacturer narrative:
The reported high impedance issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
It was reported the connection issue with the lead and ipg caused high impedance on the lead prior to the explant and was the reason the surgical intervention was originally undertaken. The disconnection was found during the procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2021-00251. It was reported the patients lpg to lead connection was no longer tight resulting in fluid intrusion in the ipg header. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Surgical intervention addressed the issue.